Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the embolization coil unexpectedly detached during advancement into the aneurysm. The implant was advanced into the aneurysm with the pusher wire. There was no reported patient injury or additional intervention.